Manufacturer narrative:
Additional devices listed: delta un.fem hd 28mm r28 16/18, cat # 6519-1-028, lot # unknown. Uni adaptor sleeve v40 ti, cat # 6519-t-204, lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because the hospital was not willing to release them. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
Patient presented with possible acute infected hip. I & d was performed and incision was washed out, press fit components were removed and replacement components implanted.